Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient was vomiting, felt very weak that she could not even get up. On (B)(6) 2020 (date of event), she experienced high blood glucose level and she noticed that her cannula was bent, so she immediately changed her set on the same day. Subsequently, on (B)(6) 2020, at 09:00 am, the patient was admitted to the hospital with blood glucose level over 700 mg/dl due to diabetic ketoacidosis, where she received insulin drip intravenously. On the day of this report ((B)(6) 2020), the patient was on her seventh day in the hospital and was not discharged yet. Currently, her blood glucose level was 158 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.